Event description:
A trilogy evo international ventilator was returned to a third-party service center for an allegation of "assistance required". There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo international device at the third-party service center, a ventilator inoperative error code was discovered in the device's event log. The error indicated that the machine flow sensor drift was above specification. Because of this error, and the additional findings of dirt contamination, the device's machine flow sensor was replaced. Additionally, the device's system board was also replaced due to an unrelated error indicating that the sensor offset during drift calculation was too high. One in-line filter prox was found to be contaminated with dirt and required replacement. The air foam filter, particulate filter, and muffler assembly were replaced according to the four-year maintenance requirement. The device has been serviced, inspected, tested, and met acceptance in accordance with all the applicable customer requirements.